Event description:
Hcp reported patient required hospitalization for treatment of overdose symptoms that began 1-2 hours after the pump reservoir was refilled. Hcp confirmed the programming was correct, and there was no change to the drug or the drug concentration. The pump was programmed to deliver 2mg/day of an unk drug concentration of 25mg/dl. The patient required intubation, narcan drip administration, and further sedation after extubation. The hcp was considering accessing the pump reservoir to confirm the volume with the refilled volume, ensuring reservoir access was made at the pump refill. The hcp reported the patient is obese and accessing the reservoir is difficult. Additional information has been requested from the hcp and a follow up report will be sent when new information is received.